Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the right atrial (ra) lead impedance measurement had increased from 500 ohms to 1100 ohms since the last device interrogation over six months earlier. It was noted that threshold measurement had also increased from 1.6 volts to 3 volts. There was no noise on the lead. The physician opted to monitor the patient at that time. Approximately one and a half years later the ra lead continued to exhibit increased impedance measurements that had reached to greater than 2000 ohms. Loss of atrial capture and decreased p wave measurements were also observed. A lead fracture was suspected but not confirmed. Subsequently a revision procedure was performed where the entire implantable cardioverter defibrillator (ICD) system was explanted and replaced. No additional adverse patient effects were reported.